Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced feeling unwell and the cgm reading was 57 mg/dl. No fingerstick was taken at that moment and the patient ate lunch thinking she was experiencing a hypoglycemic event. After eating, the patient experienced the patient started to feel lethargic, and vomited. An ambulance was called by their neighbor and the patient was brought to the hospital. When a fingerstick was taken the cgm reading was 67 mg/dl, and the blood glucose reading was 600 mg/dl. The patient was treated with 10 untis of insulin, but was unable to confirm the route of treatment. The patient would have also mistakenly received a glucose solution. After treatment the glucose levels came down to 399 and 279 mg/dl. The cgm reading was 63 mg/dl at that moment. The patient was the same day at 05:00pm. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the ambulance came, the reported glucose values fall within the d zone of the parkes error grid. After treatment, the reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.